Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, cuts were noted approximately 232 millimeters (mm) from the terminal pin at the suture sleeve tie down site and also in the suture sleeve. Dried blood/body fluid noted in the helix housing and past window area. Helix was retracted. The lead failed in pressure test at the cut location. Laboratory analysis could not confirmed the allegation.

Manufacturer narrative:
--

Event description:
Additional information received indicating that after a month, a revision procedure was performed. Oversensing was also noted. The lead was explanted and new rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead had lead safety switch (lss). The health care professional (hcp) noted that the rv lead exhibited low pacing lead impedance measurement and noise. The hcp changed the configuration back to bipolar and noted that threshold measurement had increased a little higher. Boston scientific technical services (ts) discussed that lead could remain in bipolar configuration if all measurements were in normal range and suggested to perform isometrics and sample impedance to see if getting any fluctuations. This lead remains in service. No adverse patient effects were reported.